Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: 2 defect samples were returned. Bdj found that the needle shield with hub was detached from the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: samples were received however the investigation was performed based on the photo provided. Three photos of two 0.5ml bd insulin syringes were provided. The customer reported that the barrel was cracked. The photos were examined, and it was observed that both syringes featured a detached needle hub/shield assembly. One syringe exhibited a broken barrel tip, and the other featured a barrel tip angled to one side. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: 2 defect samples were returned. Bdj found that the needle shield with hub was detached from the barrel.